Event description:
User experiencing intermittent issues with ise precision since last week for multiple patient samples - exact number of samples not provided. Repeats for sample 1 & 2 performed no another analyzer - same methodology. Repeat for sample 3 & 4 were performed on same analyzer. The following patient examples were provided, which occurred in 2009. Sample 1: initial sodium gave 126; repeat gave 142 mmol per l. Sample 2: initial sodium gave 122; repeat gave 141 mmol per l. Initial potassium gave 4.4; repeat gave 5.1 mmol per l. Sample 3: initial sodium gave 119; repeat gave 140 mmol per l. Initial potassium gave 3.9; repeat gave 4.5 mmol per l. Sample 4: initial sodium gave 121; repeat gave 144 mmol per l. Initial potassium gave 3.2; repeat gave 3.8 mmol per l. The original results were not reported.

Manufacturer narrative:
The field service representative determined the cause to be a dirty sv8 valve, and cleaned valve. Performed ise checks and precision.